Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a loss of therapy. The patient said they "weren't using the stimulation anymore and the healthcare professional (hcp) said it was ok to leave it off and in my body, it wasn't as effective as it was in the beginning, it stopped about 6 months ago" the patient said the hcp tried reprogramming and it didn't help. The patient stated they got a stimulator implanted from another manufacturer. No device issues were reported. No further complications were reported/anticipated.